Manufacturer narrative:
Proceeded with the following testing to assure proper functionality of the unit. P-cap locked in place properly during testing. After battery installation unit gave an unexpected flashing medtronic logo. No frozen screen noted. Unable to confirmed critical pump error (open book image) or flashing white display due to the constant of flashing medtronic logo. Proceeded by cutting unit open and perform a visual inspection of connectors and electronic stack. Per visual inspection it was determined that the ingress of water corroding electronic assemblies and force sensor flex connector leading to constant flashing medtronic logo. Unit also received with the following cosmetic damages: pillowing keypad overlay, cracked case-corner of belt clip rails, battery tube threads - cracked, cracked case (battery tube) and scratched case. In conclusion unit received with constant flashing medtronic logo due to corroded electronic assembly. Customer's concern of critical pump error (open book image) or flashing white screen were unable to confirmed due to the constant flashing medtronic logo. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and also reported flashing/white display, continuous beeping, critical pump error, and flashing medtronic logo. The customer reported a blood glucose value of 540 mg/dl. The customer was treated with a manual injection/insulin pen. The event involved product(s) mmt-1884l, mmt-7040b, mmt-387a, mmt-332a. Troubleshooting was performed. It is unknown whether the customer was using the auto mode/smart guard feature at the time of the event. The customer was using the insulin pump system within 48 hours of the reported event. No further patient complications were reported. Mmt-1884 was requested, and customer response was the device will be returned. No product return is required for mmt-213a, mmt-332a, mmt-7040a.